Event description:
It was reported that during a breast biopsy, there was problems retrieving the calcifications. The case was aborted and the pt was taken for an open excisional biopsy and the samples were retrieved for the lab. Another sample like device was used to complete the case. Unk pt consequence.